Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user facing difficulties to push back in/out of drawer 3. A field service engineer replaced the drawer rails and performed general preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device

Event description:
It was reported when using the bd pyxis medstation system drawer 3 of p-ed is not sliding well. The customer reported that drawer were not pulling out, but once it were pulled out, user facing difficulties to push back in and this malfunction happened while dispensing medication to the patient. The customer confirmed that this did not cause any delay in patient care and no patient harm. There were no adverse events or injuries reported based on this incident.